Event description:
A pt reported blood glucose results of "157 mg/dl and 112 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The control solution test passed using a second vial of test strips. The test strips was replaced.

Manufacturer narrative:
The product has not yet been returned. Lifescan has requested the return of the subject strips for eval, but has not yet received them.